Event description:
It was reported by the patient that following an endoscopy, he experienced difficulty swallowing and pain on the left side of his neck. He stated that he felt that the lead was jutting out more than it normally did. The difficulty swallowing and pain were reported as constant, occurring all the time, and not related to vns stimulation. The patient was provided medication to numb his throat by his previous neurologist, which helped for a few days, but it was stated that the pain returned. No additional relevant information has been received to date.

Event description:
It was later reported by the patient that his vns settings were adjusted previously to alleviate the constant pain he was having. The patient stated that the device was fine but that his settings had needed to be lowered. He reported that his lead was sticking out and there was some red swelling in the area.